Event description:
It was reported that pt underwent lift hip hemiarthroplasty. Postoperative radiographs revealed a small screw was present in the soft tissue. Screw component was identified to originate from the calcar planer instrument.